Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the fill while the patient was connected. The renal therapy service agent (rtsa) assisted the patient and ended the therapy. The rtsa advised the patient and started over with all new supplies and bags. There was nothing found during trouble shooting that could have caused or contributed to the reported event. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.